Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It indicates "it is closed again without complications" could you please explain what do you mean by complications"? Please provide more details. It indicates "it is closed again" could you please confirm if it was re-suture? If yes it was re-suture in the same procedure? What is the current condition of the patient? What is the lot number?

Event description:
It was reported that a patient underwent a hernia repair procedure on an (B)(6) 2022 and suture was used. At the time of fascia closure by the specialist, the suture does not resist closure tension and breaks, therefore a fragment is cut and it is closed again without complications. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2022. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one paper lid, one empty winding former, and three suture pieces that pertain to the product code 8425h. During visual inspection of the returned sample, the suture pieces were examined, and the end of the sutures was noted to be cut probably caused by a surgical instrument. In addition, body fluids and damage were noted along the strands. The functional test was performed in a suture piece using an instron equipment and the tensile force was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.